Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, menstrual disorder, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: fallopian tubes were occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, menstrual disorder, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: this report was detected to be a duplicate to record # us-bayer-2019-188327 from which all information was transferred to this case (us-bayer-2019-167446), then this duplicate record # us-bayer-2019-188327 will be deleted. No new information was provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, menstrual disorder, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. C51075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and uterine fibroid. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and partial cornuectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, menstrual disorder, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details-the essure device was deployed with trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded.. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received--lot number added. New reporter,medical history, insertion details, removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. C51075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and uterine fibroid. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and partial cornuectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, menstrual disorder, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details-the essure device was deployed with trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Batch no c51075 production date 2014-04-24 expiration date 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.